Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010 with isoline lead. Reportedly, inappropriate shocks were delivered and several warnings related to high impedance were displayed (shock impedance, continuity, lead impedance) on (B)(6) 2010. During the lead revision performed on (B)(6) 2010, high lead impedance was confirmed with the psa; the lead was left in place and a new defibrillation isoline lead was implanted. The physician observed that even if the lead was replaced, a warning was still displayed. He also observed that the day of high lead impedance ((B)(6) 2010) is different from the date in the impedance curve showing impedance increase (approx (B)(6) 2010). Preliminary analysis has shown that: the warning remains because the continuity is measured once a week. It was measured on (B)(6) 2010 and a new measurement would occur on (B)(6) 2010; if the continuity is normal at that time, the warning will disappear. It will also disappear if the physician performed a manual continuity measurement test with the programmer. The day of high lead impedance displayed was the last measurement day on (B)(6) 2010, but from the aida holter memory it's clear that the impedance increased on (B)(6) 2010 which is coherent with the impedance trend curve displayed.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.